Event description:
It was reported that when a patient presented for routine follow-up in clinic, noise was observed on a stored egm. Review of the episode revealed intermittent noise. Noise was not reproducible with lead testing. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.